Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was undersensing and required multiple repositioning and reprogramming. The physician was concerned that the ring was broken but sensing and was wondering why there would be such a big difference between unipolar verses bipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.